Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was noted that 100ml of infusion was left in the container. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Two samples were received in decontaminated condition and in their original packaging. Visual inspection was performed at 12 inches under normal conditions of illumination. The samples received contained all the components in good condition, no damage or discrepancies were found that would prevent the operation of both samples. During the functional testing the samples passed the accuracy test; thus, the reported failure mode was not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the samples were tested and successfully passed. No actions are required since the complaint was not confirmed.